Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the resulting study displayed high ph readings. There was no patient harm reported. A repeat procedure will be scheduled due to the alleged malfunction. No other known adverse events were reported.

Manufacturer narrative:
Investigation summary: since bravo delivery system are not available for investigation the following investigation is based on accuview graph (bravo procedure graph), DHR review, legacy formal CAPA investigation, product risk assessment and product IFU. Total duration of the study is unknown as the study arrived as a picture. At the beginning of the study there is a progressive increase in the bravo capsule ph signal above 8ph. If the ph is above 8ph this causes the appearance of blue lines on the graph because the reading values are out of range. The bravo ph capsule is above 8ph and these values appear repetitively throughout the study. Bravo ph high reading can occur due to the following; improper storage condition of the capsule- there is no information in the complaint file regarding the storage condition at the customer site. Expired capsule- the bravo capsule was used about three months after production ((B)(6) 2018). Production failure- DHR review performed, all the production tests pass successfully, indicating the product was released meeting finished product specifications. Improper calibration- the complaint file does not mention an issues with calibration. Reference gel dry out- based on the CAPA (B)(4)- if the dealing at the tip of the reference electrode is compromised, the drying process of the reference gel quickens. After reviewing the above parameters the most probable root cause is reference gel has dried out, unable to confirm root cause. The received products and supporting materials meet specification. If information is provided in the future, a supplemental report will be issued.